Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 9/20/2019. Device evaluation summary: according to the information provided, the patient experienced a rupture and capsular contracture with the breast implant. During evaluation of the device it was observed an area of missing material measuring approximately 2.5 cm x 1.0 cm was located on the posterior view. Microscopic examination was performed, and no indications of instrument damage was found. No additional anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It is possible the rupture was caused by the stress created on the shell from the capsular contracture. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture concomitant products: 550cc mentor memorygel breast implant, catalog #: 3505501bc, serial #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a 550cc mentor memorygel breast implant experienced left sided rupture and baker¿s grade iii capsular contracture post procedure. The capsular contracture was diagnosed by a physician prior to the replacement surgery, and the suspected rupture was confirmed during the replacement surgery. The breast had hardened and was sitting higher. Replacement with natrelle 800 scx implants was performed.